Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event s of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade 4.

Event description:
Healthcare professional reported left side pain and hardening of the breast and capsular contracture baker grade 4. Device remains implanted. Healthcare professional later reported "small amount of periprosthetic fluid on the left and capsular thickening on this side, suggestive of early signs of capsulitis."